Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that when checking out the ventilator it was found that the alarm silence button does not work and the only way to silence it was to remove the 9 volt battery. It was also noted that the vent does not pressurize with a known good circuit. There was no patient involvement at the time of the reported event.